Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the product was returned to ethicon for evaluation. One suture piece outside its packaging that pertain to product code mcp495g was received for analysis. Upon visual inspection of the returned sample, the needle was not returned for analysis. The suture was inspected, and one extreme was noted to be cut probably caused by a surgical instrument. Due to the conditions sample, the insertion mark could not be observed. As per the returned conditions of the sample, no functional test was performed. The instructions for use do contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date in 2024 and suture was used. The wire had problems in the procedure, since the wire dropped from the needle and it was necessary to open another envelope to continue the procedure. The surgery was completed successfully with no delay. There was no patient consequence, and no additional procedures were required. No further information was provided.